Manufacturer narrative:
Additional information: the reported event of oversensing was not confirmed. A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath and re shock coil cable lumen exposing the re cables and the ptfe inner coil liner consistent with friction to the device can was noted. The etfe coating was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the rv lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.